Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and corrections. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent a right initial knee replacement procedure. Subsequently, a revision procedure was performed due to femoral component fracture. A review of the surgical notes provided information that the patient reported to the surgeon that they had constantly knelt down using his right knee joint. The surgeon's comment states that "this probably caused failure in the implant region with subsequent fracture which also involved the distal femur."

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent a right initial knee replacement procedure on an unknown date. Subsequently, a revision procedure was performed, due to femoral component fracture. A review of the surgical notes provided information that the patient reported to the surgeon that they had constantly knelt down using his right knee joint. The surgeon's comment states that "this probably caused failure in the implant region with subsequent fracture which also involved the distal femur."

Event description:
(B)(6) 2019, 07:58, (B)(6): upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet: 0001825034

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - 0001825034.

Manufacturer narrative:
(B)(4) foreign source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent a right initial knee replacement procedure. Subsequently, a revision procedure was performed due to femoral component fracture, which caused patient bone fracture.